Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the ECG "c&d" was pulled from the strain relief. The root cause for the strained cable could not be positively identified, but the damage likely resulted from excessive force. No adverse event resulted from the strained cable. The pt did not require a replacement electrode belt.

Event description:
While investigating the electrode belt of a (B)(6) male pt for an unrelated issue, a reportable problem was discovered. The electrode belt cable was damaged. The pt did not require a replacement electrode belt.